Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 21aug2019. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The fse noted there was a touch failure in the middle of the screen, and invalid touch screen calibration. The fse replaced the touch screen to address the reported issue.

Event description:
The customer reported a touch screen malfunction. There was no patient involvement.